Manufacturer narrative:
The cause of the event is unknown at this time due to very limited information available. Collecting of information is ongoing.

Event description:
It was reported that a patient fell from a citadel plus bed frame. No other details are available at this time.

Manufacturer narrative:
It was reported that a patient fell from a citadel plus bed frame. No other details were provided. There was no indication that any harm for the user occurred as an outcome of this event. The involved device was taken out of service and it was evaluated by an arjo representative. The bed was found to be in a good condition besides one side rail which was found to have loose side rail panel (plastic part of the safety side). It was not determined if the side rail was damaged before or during the event. Due to very limited information provided to arjo and unknown circumstances in which the fall occurred we were not able to find the root cause of this event. To conclude, the device inspection revealed that the side rail panel was faulty and from that perspective, the citadel plus bed did not meet the performance specification. No injury was reported to arjo. The complaint was assessed as reportable due to allegation of patient fall, which may lead to serious health consequences.